Manufacturer narrative:
The device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva tpn bags were leaking from the middle port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.